Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. At the end of the procedure, the surgeon cut the excess mesh and the sheath from the thigh, and two to three centimeters of the sheath retracted inside the patients left thigh. The surgeon attempted to pull out the sheath but was unable to. On five days later, a procedure was performed to remove the sheath in its entirety. The surgeon opines that the cause of the sheath going back into the pt was because he cut the sheath too close to the skin. The pt is currently well and recovering.

Manufacturer narrative:
Conclusion: should additional info be obtained, a supplemental 3500a form will be submitted accordingly.